Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction- d. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient stated they were new to using bd leg bags and drainage bags. The drainage bag worked fine, but when used the leg bag they had issues. Believed the flutter valve was preventing the urine from draining into the bag. Discussed possible vapor lock and exercising the bag before use. Explained the "blue button" was the sample port for samples. Patient was going to try this before use.

Event description:
It was reported that the patient stated they were new to using bd leg bags and drainage bags. The drainage bag worked fine, but when used the leg bag they had issues. Believed the flutter valve was preventing the urine from draining into the bag. Discussed possible vapor lock and exercising the bag before use. Explained the "blue button" was the sample port for samples. Patient was going to try this before use.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Correction d. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient stated they were new to using bd leg bags and drainage bags. The drainage bag worked fine, but when used the leg bag they had issues. Believed the flutter valve was preventing the urine from draining into the bag. Discussed possible vapor lock and exercising the bag before use. Explained the "blue button" was the sample port for samples. Patient was going to try this before use.